Manufacturer narrative:
H6: investigation summary: bd received thirty three 22 gauge insyte autoguard blood control pro units from lot 2290802 for evaluation. One of the units was returned used and the other thirty two units were returned in their original sealed packaging. Our quality engineer visually inspected the returned units and observed no physical damage or deformities with the sealed units. However, the used unit had a sheared portion of the inner wall of the catheter adapter at the luer hub. There also appeared to be blood residue present on the exterior of the male luer port indicating a possible leak. Next, each unit was tested for leakage and no leaks were found. Finally, the used unit was flushed using an extension set and no leaks were observed coming from the male luer port. The extension set was able to make a secure connection. However, due to the presence of blood on the exterior of the luer port the engineer determined that leakage likely occurred. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defects. It was determined that the damage to the catheter adapter was a manufacturing defect that occurred during the assembly process. However, the engineer was unable to determine a definitive root cause for the reported leakage. The most likely cause for the leakage was an improper connection between the extension set and the adapter. The manufacturing facility has been notified of this incident and the findings. A notification was issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence. H3 other text : see h.10.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the connector was damaged and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a poor connection between the catheter and the extension tubing. According to the customer's verbatim report, during use, the catheter and the extension tubing did not connect properly, causing leakage of a contrast agent or the backflow of blood from there.